Event description:
The customer stated that she tested her blood glucose and received a reading of 8.1. It was verified the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.